Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2011, inratio: 4.2; (B)(6) 2011, 4.9; (B)(6) 2011: 2.4; (B)(6) 2011, 1.2. Pt's target therapeutic range is 2.0-3.0. Coumadin was held starting on (B)(6) 2011. Pt had developed blood in urine as of (B)(6) 2011.